Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no products were returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2013. It was reported that the revision surgery was scheduled to be performed (date of revision surgery was not fixed yet) by replacing the cup and the head due to dislocation. No further information was provided by the hospital.